Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient and the manufacturing representative reported that patient pulled their lead out while standing up from the couch. It was causing stabbing pain in her back. The manufacturing representative was able to assist patient today with lead changed from the left to the right. Patient was able to feel the stim on the right side without stabbing pain. Patient did say that they had a little cramp on their right side after changing. Patient was advised to turn the stim down and see if that would help patient declined at that time as the cramp was not bad. Patient did address that they had the box off up until they assisted with the lead change.